Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported to an account manager that a surgeon mentioned that she has been seeing postoperative inflammation at this facility. The number of patients affected is not known. Additional information was requested; however, none has been received to date.

Manufacturer narrative:
No sample has been returned for evaluation; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and device history record reviews could not be conducted. As no sample was returned for evaluation; the condition of the product could not be verified. The root cause of the customer's complaint could not be established as a sample has not been received and the condition of the product could not be verified. Without analysis of the sample, it is not possible to isolate the root cause. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. The root cause for this complaint is not known, therefore, specific action with regards to this complaint cannot be taken. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The initial decision to report was incorrect resulting in the initial report and supplemental report being submitted in error. The manufacturer internal reference number is: (B)(4).